Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 183760 vngd ps+ tib brg 10x79/83mm, lot#: 211910, catalog#: 185651 bmt 360 tib lg cruciate wing, lot#: 460900, catalog#: 185205 bmt 360 tib tray 79mm, lot#: 057110, catalog#: 148303 bmt splined knee stm v2 13x80 80, lot#: 665260, catalog#: 185235 bmt 360 tib aug 79x10mm mm, lot#: 354800. The event is confirmed with x-rays received. Review of the x-rays found loose femoral implant that has malrotated with malalignment. Bone quality is osteopenic. There appears to be a paucity of femoral fixation cement which could contribute to femoral implant loosening. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 years and 4 months post implantation due to femur loosening. No further event information available at the time of this report.